Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted: used condition, no cuffs, and old air detector bracket. After further investigation it was found that customer made adjustments to the device, on the bottom of heater. This caused the device to leak as soon as you put water in device. The complaint was confirmed during functional testing. It was not able to calibrate due to cracked return tube that was leaking onto the printed circuit board (pcb). The root cause of the cracked tube could be be determined. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced: float switch due to it being the old style, heater 1 and 2 due to heater 2 being ripped, "stubing", drain valve due to it being seized, bracket pole mount, bulk head fitting, orings and fan guard as preventative maintenance (pm). Device passed functional testing after repairs.

Event description:
Additional information received on 5-jul-2023 via email: there was no patient involvement.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer will not calibrate. Patient involvement is unknown.